Event description:
During implant procedure, increased lead impedance on the right ventricle (rv) lead was noted. The physician opted to implant a new rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.